Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package. For: omni pod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Patient's father reported bleeding and pain as well. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The pod was received with evidence of blood on the adhesive pad and bottom housing window. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding, bruising, or pain at the infusion site. The exact cause of the reported bleeding, bruising, and pain could not be determined. The pod was received with evidence of post-use damage. The top and bottom housing, as well as multiple internal components, were found to be damaged. Data could not downloaded due to damage to the pcb and depleted batteries.